Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the pump's black box showed one pump reboot event after a replace battery alarm on (B)(6) 2016. The battery compartment was cracked above and below the bumper pad. The battery compartment contained evidence of corrosion. The pump was exercised for 24 hours with no issues observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there is an intermittent power issue. It was also reported that there is moisture ingress in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.